Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no patient involvement associated with this report.

Event description:
The facility representative reported a colleague infusion pump with a reported condition of "air in line when there was no air in the line", which occurred during "patient" therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.